Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of a pt's programming history available in the manufacturer's programming history database, it was found that the pt presented settings different than what was intended during an office visit on (B)(6) 2008. The settings appear to be indicative a faulted systems diagnostic test. While no faulted systems diagnostic test were recorded, it is most likely that the test did not complete resulting in a change in the pt's settings. No final interrogation was performed at the visit prior to the setting change to ensure the settings were correct prior to the pt leaving the office. There were no reports of any pt adverse events as a result. The programming anomaly occurred sometime between (B)(6) 2005 and (B)(6) 2008. The pt's settings were corrected on (B)(6) 2008. The physician has been instructed to perform final interrogations at the end of each office visit to ensure the settings are as intended.